Event description:
It is reported that after hanging a bottle of endosol, the hanger tore and the bottle fell down. The glass from the bottle cut one person in the operating room. A band-aid was applied to the cut.

Manufacturer narrative:
Review of the manufacturing records found no deviations with this batch related to this complaint. The batch passed all in process testing and manufacturing specifications prior to release. In addition, no issues were found with the inspection of a retain sample from this batch for this issue. Our investigation identified no product deficieny.all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The endosol manufacturing review indicated that routine checking of the bottles at manufacturing consisted of in-process testing where a visual check of bottles is carried out after the labelling stage to check the quality of the labels on bottles. Tests that would detect non-conforming issues are performed before releasing of the batch from the manufacturing plant. The product testing is a destructive test performed in a slightly more aggressive manner than the normal routine checking. Test performed before releasing is a final physical test with a visual inspection of the bottle and a functional test, consisting of hanging the bottle and perforating with a spike whereby the result was in compliance whereby the results was normal. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). In follow up with the customer it was determined that the device had been discarded. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. Placeholder.